Event description:
It was reported by the customer that they had a prolonged alarm time when "pressure sensing disc was used," the patient did not receive medication for several hours (epinephrine). There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an prolonged alarm issue was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that they had a prolonged alarm time when "pressure sensing disc was used," the patient did not receive medication for several hours (epinephrine). There was patient involvement, but the outcome is unknown.